Event description:
Procedure type: unk. According to the rptr: surgeon found orange shavings (coating) came out of the cannula while preparing for surgery. Device was not used on pt. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).